Manufacturer narrative:
(B)(4). The device has not been received for analysis. The lot number is unknown, therefore, further investigation cannot be performed. A trend related investigation was performed. No trend could be identified. The root cause could not be determined. (B)(4).

Event description:
It was reported from the ecp office that a patient experienced a corneal ulcer associated with contact lens wear. Upon further follow-up with the patient, she reported that she is a first time user and experienced a tearing and burning sensation. The patient cleaned her hands and the lens with saline solution then the patient noticed a white "pellicle" on her left eye after wearing the lenses for about 6 hours. The patient visited the doctor, who diagnosed her with an ulcer due to the lens wear and prescribed her cephalothin eye drops and gentamicin eye drops for 6 days and the ecp recommended that the patient use the drops until she fully recovered. However, the patient stopped using the drops after the 6th day, and only recovered partially. The consumer still has some pain and tearing. Additional information has been requested but not yet received.